Manufacturer narrative:
A complete analysis and testing of 4 opened and used reservoirs, showed that they functioned properly and passed all functional testing. However, evaluated 1 opened and used reservoir the reservoir failed per specifications due to the transfer guard was occluded.

Event description:
It was reported that the customer was experiencing issues with bubble in the tubing of his infusion set. The customer's blood glucose was 436 mg/dl. The customer stated that there was a huge bubble due to a product problem. The customer stated that he wasted a quarter of a bottle of insulin and had to throw away two full reservoirs. The customer stated that one of the reservoirs was leaking. The customer had done troubleshooting for the air bubble previously but was still receiving air bubbles. Advised that replacement reservoirs would be sent. The customer also mentioned arriving at work with low blood glucose levels of 32 mg/dl. The customer stated that the cause was that she was running and freaked out upon seeing a snake. The customer bolused for a breakfast afterwards but only ate half of it. Customer declined troubleshooting. Customer later experienced litte, microscopic bubbles in the reservoir. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.